Manufacturer narrative:
Device received with blank display due to cracked lcd glass. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen was blank and damaged. Customer stated that the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.